Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the three infusion set was leaking at site due to which hyperglycemia occurs since last 3 hours infusion set was in use. High blood glucose level was 350 mg/dl. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01454 - device 3 of 3.